Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1160 sn (B)(6). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected.